Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-03875. The pt rec'd his scs system on (B)(6) 2010 consisting of an ipg and surgical lead. It was reported that he is receiving intermittent stimulation. The therapy is allegedly not as effective as it has been in the past. In addition, the pt is said to experience a burning sensation in his hip when walking. The reported discomfort is present regardless of the stimulator's function. When the stimulation is not in use, the pt allegedly cannot feel his legs. F/u on the pt found that he recently underwent reprogramming after which partial therapy relief was obtained. Efforts are underway to optimize the pt's therapy coverage.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.